Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 17-oct-2024, further device evaluation was completed by advanced failure analysis engineer. The initial findings were partially confirmed. The instrument was placed on an in-house system and was found to exhibit imprecise motion rather than unintuitive motion. The grips would move in the intended direction but was non-exact and exhibited some backlash. The movement was not precise or proportional to the mtm as previously stated. It was confirmed that the instrument had a loose pitch cable in the backend causing the imprecise motion. The instrument was given to manufacturing engineering for further review, and it was found that one of the crimps on the clamping pulley was seated incorrectly and was tensioned in that state. Later on, the crimp slipped into its pocket, which added some slack to the cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the long bipolar grasper instrument to perform failure analysis. The instrument was installed on an in-house system and driven and failed motion test. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator (mtms), however the grips moved in the opposite direction. The behavior was observed the yaw direction indicating a misalignment of the coordinate frames during the engagement sequence. The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input #5 in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the long bipolar grasper instrument was not responding to the surgeon's control. The instrument and adaptor were reseated but issue was not resolved. The procedure was completed with no reported injury.